Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2011 and 02/28/2011 by phone, fax, and mail. Additional information was obtained by email on 02/17/2011. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, central opacity was noted on the lens. The pt has blurry vision. In a f/u, the surgeon reported that the lens was exchanged. The initial plan was to exchange the initial lens with the same model. However, at the time of iol removal, on haptic wouldn't release during viscodissection and the posterior capsule ruptured. The surgeon did a vitrectomy and a different model lens was implanted. The surgeon clarified the defect on the initial lens to be a "chip". Additional information has been requested.